Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in a flexible ureterorenolithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the wire broke above the handle during actuation. Reportedly, a laser was not used at the time. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A zero tip basket was returned for analysis. A visual evaluation found that the distal section of the sheath was severely kinked and slightly torn. The pull wire is properly attached to the handle and it is not broken. The sheath was completely removed to inspect the basket-wire assembly and no broken wires were observed. However, the basket-wire assembly was bent at distal end. Once the sheath was removed, residues were found in the basket assembly indicating use and handling of the device. Functional evaluation was performed and found the basket was not able to be extended due to the sheath severely damaged at distal end. The event that the pull wire was broken was not confirmed, during the analysis of the device it was noticed that the pull wire was properly attached to the handle and it was not broken, the sheath was completely removed to inspect the basket-wire assembly and no broken wires were observed, therefore the most probable cause for the complaint event will be documented as "not confirmed - returned" the complaint included a returned device review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The visual assessment identified, the distal section of the sheath severely kinked and slightly torn, once the sheath was removed, it was observed that the basket-wire assembly was bent at distal end and residues were found in the device indicating use and handling. During the functional inspection the basket could not be extended due to the damages observed in the sheath. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during procedure can lead to kink and tear the sheath at distal section, this condition would lead to deform/bend the basket-wire assembly at the same location (distal end). Once the sheath is kinked/torn, the device become unusable (unable to open the basket). Based on the information available and the analysis performed the most probable cause for the encountered damages will be documented as "operational context", probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in a flexible ureterorenolithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the wire broke above the handle during actuation. Reportedly, a laser was not used at the time. The procedure was completed with another zero tip basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.